Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user, who was on their second day with the ilet, reported a low blood glucose (bg) level. They had received a cartridge low alert, paused insulin use, and inserted a full insulin cartridge without rewinding the ilet. This resulting in the user injecting themselves with a full cartridge of insulin. Following this, the user had symptoms of sweating, dizziness, and nausea, and felt like they were going to pass out, but did not lose consciousness. They were taken to the hospital and spent the night in the ER, then were transferred to the ICU. The user was released the next afternoon. The lowest recorded bg level during this event was 52 mg/dl, and the user's bg remained low for about 2 hours. The user did not know what treatment, if any, was received at the hospital. They are currently using insulin pens instead of the ilet and further training on the ilet is planned.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure of the user to follow the training and instructions in the user guide and the device screens on how to correctly complete the cartridge change process, resulting in unintentional insulin delivery.